Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found that the balloon had evidence of a mechanical cut. Functional testing could not be performed due to the returned physical condition of the device (only the balloon was returned). No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was unable to be confirmed. Only the balloon was returned and the balloon had evidence of a mechanical cut. It is possible that due to the reported event of the balloon not being able to deflate and they cut it from the catheter to remove from the scope. The investigation findings and all information available concludes the most probable root cause is cause not established due to the device returned condition; its functionality could not be tested.

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During withdrawal, the balloon would not deflate so it had to be cut from the catheter to remove from the scope. The same problem occurred with the second and third cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During withdrawal, the balloon would not deflate so it had to be cut from the catheter to remove from the scope. The same problem occurred with the second and third cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.